Event description:
Pt returned to pharmacy day after nurse put on her neulasta onpro kit. She complained that the area around the autoinjector felt hot and itchy. She says it reminds her of a skirt reaction when she got acrylic nails at her salon. The auto injector was not due to inject the drug for 6 more hours but when we removed it from her arm, the medication level looked empty and the adhesive area around the autoinjector was wet. We asked pt if she felt an injection but she was unsure because of the stinging and heat coming from "around the patch." Dose or amount: 6 mg, once a month after, route: intravenous (not otherwise specified). Dates of use: (B)(6) 2016. Diagnosis or reason for use: decreases the incidence of infection and febrile neutropenia.